Event description:
The user facility reported that at the beginning of a washer cycle, a facility employee tried to force a basket into the washer that had become jammed due to instruments extending beyond the door opening or catching on the washer manifold. When attempting to clear the obstruction by forcing the basket, the washer door closed on her hand. The employee went to the emergency room where her right hand was x-rayed and she received ice for bruising and swelling. She did not miss any time from work and the facility reported that she has no sustaining injuries.

Manufacturer narrative:
A steris account manager conducted in-service training on june 10, 2010.

Event description:
It was reported that the instrument was broken during a discectomy case. The mouth of the instrument was disassembled and missing a small hinge. No patient complications were reported.

Manufacturer narrative:
A steris service technician inspected the washer and washer door and found it to be functioning properly. The technician was unable to duplicate the reported event. The washer has been placed back into service and no further issues have been reported with the equipment. Steris has determined the root cause of this incident to be user error as the facility employee did not follow the proper procedure for clearing an item stuck in the washer door, in that the operator did not wait for the door obstruction safety feature to engage. When the door safety sensor detects an obstruction, it activates the door to open so that the obstruction can be cleared. The washer operator manual describes the procedure for clearing a door obstruction on page 4-12, under "warning personal injury hazard...if an obstruction is present in the wash chamber door, door safety sensor will detect obstruction and door will automatically stop closing. Wait until door is fully open and water flow has stopped before removing obstruction." Refresher in-service training for the hospital regarding proper use and operation of the washer has been offered on several occasions, however the hospital has not responded to steris's attempts to schedule the training.